Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received low flow/red heart alarms that resolved without intervention. Review of the event log history showed low voltage, low speed advisory, no external power, and pump off events. It was reported that the patient did not hear any audible alarms for these notifications and the patient was asymptomatic during the events. X-ray images were unremarkable and did not show any obvious signs of driveline damage. The manufacturer¿s clinical specialist met with the patient and vad coordinator to discuss options available in the instance of driveline fracture/short-to-shield. It was reported that the patient ultimately decided to be discharged on an ungrounded/modified power module patient cable without further manipulation of the driveline. The patient is reportedly doing well after discharge.

Manufacturer narrative:
Review of the submitted system controller log file confirmed the reported alarms and pump stops. The events appeared to occur while the patient was operating on the power module and are potentially related to a driveline compromise; however, driveline wire damage could not be confirmed as the pump remains in use supporting the patient. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.